Manufacturer narrative:
As reported, a .018¿ 5x4 80cm high pressure slalom percutaneous transluminal angioplasty (pta) balloon catheter was used, however, it ruptured during inflation. There was no reported patient injury. This was a shunt pta case. A non-sterile unit of a slalom pta .018 hp 80 5x4 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were observed at the naked eye. Per functional analysis, balloon inflation testing was successfully performed. A syringe filled with water was attached to the inflation lumen of the unit and pressure applied. The balloon was inflated as expected. Neither burst nor any anomaly was observed. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined. It is likely procedural factors and handling of the device, contributed to the event reported by the customer. Per functional analysis, the balloon was inflated successfully; neither a leakage nor a burst was observed on the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a .018¿ 5x4 80cm high pressure slalom percutaneous transluminal angioplasty (pta) balloon catheter was used, however, it ruptured during inflation. There was no reported patient injury. This was a shunt pta case. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot#: 82202538 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.